Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review has been initiated and upon completion, a supplemental report will be submit with the findings.

Event description:
It was reported that prior to use, the balloon on a fogarty catheter could not be deflated. There was no patient injury. Patient demographics are unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Our product evaluation laboratory received one model 120404f catheter. The balloon was received inflated. The proximal windings were partially unraveled. No visible damage or inconsistency was observed from the distal windings. The balloon was examined and the balloon latex appeared to be in good condition without any damages or inconsistency. The balloon did not deflate due to the balloon having slipped distal of the inflation port. No visible damage or inconsistency was observed from the catheter body. The customer report of "balloon could not be deflated" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.